Event description:
A consumer put on a pair of co's sunglasses. Left lens was apparently cracked. While placing the glasses on his face and opening the temples a chip from the lens struck his left eye causing irritation. Medical attention was sought and a corneal scratch was diagnosed. The eye was treated, and the scratch has since healed, and no further treatment is taking place.